Event description:
Utilizing covidien stapler tan load with seam guard staple reinforced sleeve gastrectomy was started. During firing of the second tan load the stapler malfunctioned such that the knife blade was interrupted/impeded in its course/progress. Close inspection intracorporeally revealed what appeared to be a staple that was misshapen inhibiting the movement of the knife portion of the stapler. Thus, a misshapen staple to locate.